Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that her son's insulin pump had a recurring power error during rewind process. Blood glucose level at the time of the incident was not provided. Troubleshooting was completed. Customer was able to clear the alarm but was unable to rewind. The customer agreed to return the product for analysis.